Manufacturer narrative:
Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Information provided with this report indicates this soehendra lithotriptor handle has been in use approximately 10-15 years. The useful life of a reusable device is dependent, in large part, upon the care exercised by the user during use, cleaning and general handling. Prior to distribution, all soehendra lithotriptor handles are subjected to a visual and functional inspection to ensure device integrity. The functional inspection includes verification of handle workability. Corrective action: no corrective action warranted at this time because this report could not be verified. This observation represents an isolated occurrence. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook soehendra lithotriptor handle with an unknown basket/lithotripsy cable. When the physician began to wind the lithotripsy handle to crush the stone, the lithotripsy handle would not move. Another lithotripsy handle was not available. The patient was sent to the operating room to have the basket/stone removed. There were no compilations and the patient is recovering.